Event description:
Account stated they initially obtained a negative leukocyte result that was positive on a microscopic examination. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.